Event description:
Inadvertent column rotation can cause lateral shift. It has been found that the precise table column rotation can be positioned a fraction of a degree off zero and the brake applied, leaving the table slightly rotated. The treatment room monitors (trms) and other displays would show 8 degrees as the actual value, and all logs (audit trail) would also show the actual value as 0 degrees (all logs and displays of column rotation are shown as whole degrees). The angular rotation is of minor consequence but the resulting lateral translation could be several millimetres at isocentre which becomes particularly important for highly precise treatments. To move the column away from a zero position requires considerable (>200n) force - but to move it from a slightly non-zero position back to zero requires a very small force and could occur accidentally, between the time when the patient is set up for treatment and when the therapeutic radiation is delivered. In such a case the operator would have no indication that a displacement occurred. No injury or mistreatment has been reported to elekta.

Manufacturer narrative:
The investigation into the incident is on-going at this time. Once the investigation is complete, elekta will forward additional information to the FDA.